Event description:
A user facility clinic manager (cm) reported a blood leak that occurred ten minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was found after the patient reported feeling something wet on their leg. The blood leak was visually observed on the combiset at the connection between the blood pump and the heparin line. There was no damage seen on the combiset. Additionally, no loose connections were found. Treatment was paused once the blood leak was found and the patient¿s blood was returned. The patient¿s estimated blood loss (ebl) was approximately 10 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on the same machine with new supplies. The machine remains in service without reoccurrence of the reported event. The bloodlines are not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: a2.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility clinic manager (cm) reported a blood leak that occurred ten minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was found after the patient reported feeling something wet on their leg. The blood leak was visually observed on the combiset at the connection between the blood pump and the heparin line. There was no damage seen on the combiset. Additionally, no loose connections were found. Treatment was paused once the blood leak was found and the patient¿s blood was returned. The patient¿s estimated blood loss (ebl) was approximately 10 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on the same machine with new supplies. The machine remains in service without reoccurrence of the reported event. The bloodlines are not available to be returned to the manufacturer for physical evaluation.